Manufacturer narrative:
Code 81: device evaluation is not necessary as the migration is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the explanted generator is available for return. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient underwent generator replacement surgery due to generator migration and associated pain from the migration. The explanted generator was discarded by the explant facility. Per the physician, the cause of the generator migration was patient manipulation of the vns device. No additional relevant information has been received to date.